Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone breast reconstruction with two 420cc mentor smooth round high profile saline breast prostheses, suffered bilateral breast acquired breast deformity, bilateral breast asymmetry, flipped left implant and flat anteriorly, bilateral wrinkling inferiorly, bottoming of left implant, and right breast capsular contracture (baker grade iii), post-procedure. As a result, the patient underwent bilateral capsulotomies, bilateral removal and replacement on (B)(6) 2011. The replacements were (left) 800cc mentor memorygel breast implant catalog: 3508004bc lot: 6488054 sn: (B)(4) and (right) 800cc mentor memorygel breast implant catalog: 3508004bc lot: 6488054 sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity, anisomastia, acquired deformity nos, device migration manufacturer¿s reference number: (B)(4).